Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported a patient with three radial tears in the left eye during laser assisted cataract surgery. The surgeon noted the patient had a white hyper mature cataract and was unsure if the cataract had liquefied at the time of the procedure. As the laser began to create the capsulotomy, it was realized that the cataract had liquefied. The surgeon put a sulcus implant in to complete the procedure. Additional information requested.

Manufacturer narrative:
No further information was able to be obtained. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).